Manufacturer narrative:
Patient information requested, customer declined to provide.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a loss of volume, which may be detrimental to the patient. No patient harm reported.